Event description:
Implant broke on insertion at the hex and was left unretrieved. Surgeon drilled and tapped. Pt had very hard bone in spot where surgeon was trying to insert implant. Tried another spot and inserted with no problems. The device was not returned for evaluation. No adverse consequences with pt were reported. This device is used for treatment.

Manufacturer narrative:
The implant was not returned for evaluation and review of the DHR revealed nothing relevant to the event. Information received indicates the pt had very hard bone in the spot where the surgeon attempted to insert the implant that broke. The surgeon then tried a different spot and inserted another implant with no problems. The event may be related to the pt's quality of bone; however, the cause of the event can not be determined without device evaluation.